Event description:
The abbott rep stated that a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The rep/site were unable to confirm the recalibration amount. Pending further information from the clinic.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
Additional information was received advising that during the previously reported right heart catheterization, the sensor was checked but the sensor was not recalibrated. The patient's weight was unable to be obtained by the site.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.